Event description:
Per the clinic, the patient experienced an intermittent bleeding and weeping at incision site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 04, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced bacterial infection at the implant site. The patient was also hospitalized (date not reported). This report is submitted on may 17, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device. Device analysis report attached. This report is submitted on july 01, 2024.